Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
It was reported that after about 2 years the patient's stimulator would not give relief from the pain. As a result it was removed.